Event description:
It was reported that after the patient exited a store, she experienced a lack of efficacy from her implantable neurostimulator (ins). The ins was found to be in a constant state of reset and reprogramming could not be completed to the end. Stimulation is set at greater than 6 volts. Impedances were checked and found greater than 4000 ohms. The ins displayed a power-on-reset condition. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was later reported the surgery for revision was scheduled. It was stated the healthcare provider did not think it was particularly a question of the specific shop. It was later reported the stimulator was reset by electric shock. It was stated ¿the sns sound¿ when they were exiting the shop. It was noted the theft gate was inside the shop. Additional information stated the patient had their implantable neurostimulator (ins) replaced.

Manufacturer narrative:
(B)(4).